Event description:
It was reported that during a temporary implant, impedances were measured to be out of range using a multilead trailing cable and an external neurostimulator (ens). The manufacturing representative stated that it was not possible to stimulate the patient even after changing the slot of the trailing cable. The healthcare professional (hcp) decided to explant the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0209505823, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 device evaluation: analysis of the lead found that ¿conductor #0 was broken 1.2 cm from the distal end (at the proximal end of electrode #1).¿

Event description:
Additional information reported the patient was "not receiving therapy effects" at the time of follow-up because the lead was explanted and not replaced. It was noted that a new implant procedure was planned for 11 days after follow-up.